Event description:
It was reported that this right ventricular (rv) lead connected to an implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and an in-office review was recommended. No adverse patient effects were reported. At this time, this device system remains in service.